Manufacturer narrative:
(B)(4). Returned meter is functioning properly. Since no test strips were returned for evaluation, most likely underlying root cause is related to a strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 100 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have not had any recent changes to medication or exercise. Customer provided that they have had recent changes to diet. Customer acknowledges that the blood glucose results may be due to recent changes to diet, but they should be higher instead of lower. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of lo and lo. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/26/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (manually logged): (B)(6). Adverse event not reported.